Manufacturer narrative:
On 11-may-2020, the suspected medical device was returned for evaluation. Investigation summary: during visual evaluation of the device, anomalies were observed on both views of the device and consistent with a crease/fold. A tear measuring approximately 0.2 cm was also observed within the crease/fold on the anterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the date of explantation. The patient underwent explantation on (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Initially, lot number 6625839 was reported. However, the lot number of the returned device was 6633447. The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2020, mentor received additional information regarding the suspected medical device, the patient¿s symptoms, the revision surgery, and the replacement device. The serial number of the device is (B)(6). The patient experienced left-sided grade ii capsular contracture. The patient underwent unilateral removal and replacement with a 475cc mentor smooth round moderate profile prosthesis (catalog #: 3501680, serial number: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 475 cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.